Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and chills. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) and gentamycin (route, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing at the time of this report. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.